Manufacturer narrative:
(B)(4). One used sonicision cordless ultrasonic dissector was returned to covidien post market vigilance (pmv) for evaluation visual inspection of the disposable hand piece revealed that a battery contact pin on the pin pad was damaged. Pmv investigation personnel performed functional testing on the returned hand piece using the test lab generator and battery. The assembled device successfully produced the startup series of tones and the status led on the generator illuminated green, confirming proper assembly and device readiness for use. Functional testing found the device could only be activated in the low power mode. The results of device testing found that the device would not have contributed to the reported condition and the customer indicated that the bleeding that occurred during the procedure was not caused by the device.

Event description:
The customer reported that during a laparoscopic hepatectomy, the device could only be used in low power mode. The surgeon completed the procedure with no change of instrumentation. The customer reported that the procedure was delayed longer than 30 minutes and that the patient lost of 500 cc's of blood and required a transfusion. The reason for the delay of the procedure was not specified and it was reported the blood loss was not caused by the device. The patient is reported as having recovered. The site contact has no additional information regarding the device and incident.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.